Event description:
It was reported while using unspecified bd angiocath the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: there was a hole in the unspecified gray angiocath catheter. Doe (B)(6) 2023.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported while using unspecified bd angiocath the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: there was a hole in the unspecified gray angiocath catheter. Doe on (B)(6) 2023.